Event description:
The patient contacted animas on (B)(6) 2012, concerned that the subject meter was calculating bolus recommendations incorrectly. The patient reported that on (B)(6) 2012 at approximately 3:30pm she took a bolus (dose unknown) to correct an elevated blood glucose (bg) of 496 mg/dl. The patient tested 1.5 hours later and obtained a bg of 240 mg/dl. The patient entered the bg value of "240 mg/dl" and reported that the pump's ezbg recommended a correction bolus (dose unknown). The patient claimed she took "less insulin" (dose unknown) than what was recommended; however, 1 hour later she developed symptoms of shakiness and sweating and when she tested her bg it was "43 mg/dl". The patient reported that she drank a soda in response to the low and confirmed that her bg went back up to 120 mg/dl within 15 minutes. Review of pump settings revealed that the insulin on board (iob) was set at 1.5 hours. Animas customer support explained to the patient that the pump recommended a bolus due to the iob setting of 1.5 hours. The patient mentioned that the iob setting did not appear accurate; however, she was not sure what the settings should be. At the time of the call, the patient changed the setting to 4 hours to avoid overbolusing and was advised to contact hcp to discuss correct setting. This complaint is being reported because the patient developed signs/symptoms suggestive of severe hypoglycemia while on insulin pump therapy.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. There was no activity outside normal use observed in the black box or download history. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. A review of the pump settings confirmed that the iob was set to 4 hours, the I:c was set to 1:7, and the isf was set to 40. Using the patient's settings, an ezcarb bolus for 70 grams of carbohydrates at target bg was performed, and the pump correctly calculated a 10 unit bolus. A second ezcarb bolus was performed for 0 grams of carbohydrates at target bg, and the pump correctly displayed an iob of 9.99 units and correctly calculated a 10 unit bolus. An ezbg bolus was performed using the patient's settings for 40 mg/dl about target bg, and the pump appropriately calculated a 0 unit bolus due to the iob. There was no defect found on investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.